Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received a 24 gauge insyte autoguard catheter adapter unit from lot 9318931 for evaluation along with a photo and video of the defect. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer reviewed the provided video and observed leakage coming from above the nose of the adapter. However, no damage to the nose was observed on the returned unit. A leak test was then performed on the returned unit and leakage was observed coming from underneath the adapter. A microscopic investigation was performed on both the adapter nose and catheter tubing. The tubing appeared to be separated from the adapter and a cut was found in the tubing. Based off the visual inspection, photos/video, and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for the leakage. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that leaked occurred between the bd insyte¿ autoguard¿ shielded IV catheter and hub during use. The following information was provided by the initial reporter: "leaked between catheter and hub".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leaked occurred between the bd insyte¿ autoguard¿ shielded IV catheter and hub during use. The following information was provided by the initial reporter: "leaked between catheter and hub."